Event description:
A customer contacted beckman coulter inc. (Bci) hotline in regards to bnp (b-type natriuretic peptide) qc results of no value, flagged with ind (indeterminate), generated by access 2 immunoassay system. Repeat testing produced the same results. The customer is unsure if any bnp patient results were obtained during this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
During troubleshooting with bci hotline it was discovered that a bnp (b-type natriuretic peptide) reagent pack was not properly unloaded, and therefore appeared to be still in the designated slot on the reagent storage carousel. The customer properly loaded a bnp reagent pack and repeated qc. All results were within the established ranges. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with hotline. User error is the root cause for this event.